Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found multiple hyptotube kinks along the catheter length. A visual examination of the crimped stent found the stent was damaged on the distal end. The balloon was tightly wrapped and was not subjected to positive pressure. No damage was noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-may-2016. It was reported that crossing difficulties were encountered. The 80% stenosed, 24x3.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.